Event description:
Upon opening, it was noticed that the inner blister contained a small hole. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The condition of the returned asnis ii guided screw package would suggest that this damage was due to mishandling during the distribution network of this device.